Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl at an unknown dose/concentration via an implanted infusion pump for non-malignant pain and chronic low back pain. The patient was also on anti-anxiety medication: lorazepam/ ativan. It was reported that in 2014 the patient's healthcare provider (hcp) changed his personal therapy manager (ptm) bolus from a 3 to 4 minute delivery to 10 minutes. Since then, the patient reportedly would only get two minutes worth of medicine because he could only hear the hear the motors/motor pumping for two minutes. In terms of actions to be taken, the patient was to follow up with their hcp regarding the issue. No symptoms were reported. No further information was provided. Additional information has been requested regarding the cause of the event, if any troubleshooting was performed, and what actions/interventions were taken, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.